Event description:
Flexible drill bit broke off during surgery, piece remains in patient's bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.